Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 486 mg/dl. The customer had been using the insulin pump system within 48 hours of high blood glucose level. They experienced nausea and vomiting. The insulin pump also received no delivery alarm. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.